Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on 2012-10-05. Maximum atrial pace impedance rises from an approximate baseline of 500 ohms to greater than 4000 ohms the week ending 2012-10-07, and then recovers the next week.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that an alert triggered for high superior vena cava (svc) coil impedance in the right ventricular (rv) lead. The impedance has been gradually increasing. It was also reported that the right atrial (ra) lead experienced a spike in impedance. Both leads remain in use. No patient complications have been reported as a result of this event.